Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Daily pace lead trend data shows an increase for min and max ventricular pace bi impedance of 1083 to 4047 ohms range between (B)(6) 2013. Concomitant product: product ID 6944 implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that there were high right ventricular (rv) lead thresholds and impedance. The pocket was opened and it was found that there was a loose set screw and the pace sense pin of the lead was not fully seated in the connector. Visual inspection was performed, and after the lead was reconnected all values were normal. The device and lead remain in use. No patient complications have been reported as a result of this event.